Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of bands failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported the band when released stacked on top of each other, bands failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event.